Event description:
It was reported that on (B)(6) 2013, patient was undergoing orif surgery of the left femur. During the procedure, while picking up the flexible shaft connector on the back table to hand to the surgeon, a spring came out of the device and it was noted that a screw was missing. Therefore, the device was not used. The surgeon used a hand reamer in its place. Surgery was not prolonged and there was no adverse effect to the patient noted. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Date device received for evaluation.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The device was in single parts when received. The setting screw which holds the device together and the retaining spring are missing. The holding shaft of the device shows marks of forcible use. (B)(4). The microscopic view shows residues of glue in the thread for the setting screw which is the evidence that the missing setting screw was locked according to the specification.